Manufacturer narrative:
Pump error 41 was generated during basal delivery since the motor voltage ( 1.209v) was lower than voltage_low_l_threshold (3.6v) - suspecting the hw. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, self test and displacement accuracy test. No pump error 41 or pump error 63 were noted during testing. Successfully downloaded history files and traces using thus. Pump error 41 was found in the history files on (B)(6) 2019 at 07:01:00.00 due to motor voltage was lower than designated voltage threshold of 3.6v during basal delivery. Pump error 63 variable 3 was found in the history files on (B)(6) 2019 at 10:09:01.00 due to poor solder joints at the u1 chip from the keypad assembly. Pump was cut open to perform visual inspection and found poor solder joints on the u1 chip and moisture on pcba 1 and the force sensor. The motor was removed from the pump to be tested on the ngp board test. The motor functioned properly during the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, cracked retainer, battery tube threads - cracked, cracked case (battery tube), label damage (stained). Pump error 41 were confirmed in the history files due to blank. Pump error 63 variable 3 was confirmed due to poor solder joints on the u1 chip. Pump passed full functional and displacement accuracy test. All tests functioned properly. Exposed to moisture confirmed on pcba 1 and the force sensor. Damaged retainer ring confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarms. Customer stated they are able to rewind the insulin pump. Customer was perform self test and it was fail and displacement test was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.